Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a dissecting thoracic aortic aneurysm. The proximal neck diameter was 36mm and the distal neck diameter was 17mm. The aneurysm was 62mm in diameter and the aneurysm length was 200mm. The top arch to proximal aneurysm was 54mm and the bottom arch to proximal aneurysm was 28mm. It was reported post implant that a CT scan revealed the development of aortoesophageal fistula in the thoracic descending aorta. There was no endoleak, but it was confirmed appearance of air around the stent graft. The physician was planning to treat the problem, however; the patient coughed up blood and the patient expired after hemorrhagic shock. The size of aneurysm was on a shrinking trend after tevar. Per the physician the causal relationship between the adverse event and the relevant device is unknown. Therefore, it cannot be determined the exact cause.

Manufacturer narrative:
(B)(4). Results: death, blood loss, fistula. Lack of information (unknown cause of fistula). Treatment of dissection. Conclusions: lack of information (unknown cause of fistula). Treatment of dissection.